Event description:
Hcp reported patient experienced vomiting, diaphoresis, 8/10 lumbosacral pain radiating into both legs. The pump was replaced due to end of battery life. The patient recovered and pain with the pump is at 3-4/ 10.